Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that back in (B)(6) 2023, they were having increased seizures, so their neurologist referred them for a battery replacement. Battery status was ok at that time. In pre-op, impedance was within normal limits however when the new generator was implanted to the existing leads high impedance was seen. After multiple attempts of re-inserting the pin, they were still getting high impedances. The surgeon visually inspected the leads and in some areas, the sheath appeared to have deteriorated and was no longer covering the wires anymore. The lead was then replaced and impedances were back to normal limits. The explanted devices have not been received by product analysis to date. No other relevant information has been received to date.